Manufacturer narrative:
B5: additional information should've been a part of the initial report. Correction sent to include this information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that for solitaire fr (lot no. D054625) it was clarified that "failed to retrieve clot" was in reference to, "after multiple attempts, the embolus could not be removed, and it was successfully removed after replacement." There were no causes or contributing factors for the failure to retrieve identified. For the solitaire fr (lot no. D060303) there was no damage or evidence of tampering to the device packaging. The package was not damage on delivery it was noted to be intact. Additional information was received reporting that, "the patient¿s post-thrombectomy condition was thrombus removal was successfully completed after replacement; the patient is in good condition."

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that, "the clot was caused by detachment of an atherosclerotic plaque, leading to infarction. The operator reported that the device had been able to retrieve clot normally in previous cases, but in this procedure the device was unable to capture the clot."

Event description:
Medtronic received a report of one solitaire fr that was not received and another solitaire fr that failed to retrieve the patients clot. The patient was undergoing surgery for treatment of an acute cerebral infarction. The stroke onset to reperfusion time was 6. It was reported that one solitaire fr lot no. D060303: the outer packaging was intact and the inner packaging was also intact, but after opening, the physician found that there was no product in the plastic tray. Another solitaire fr lot no. D054625: multiple thrombectomy attempts with this product failed to retrieve the clot. After replacing it with a new device, the clot was successfully removed and the procedure was completed. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ equipment used: vis (m-78210), 203 cm ruler (m-83361) ¿ as-found condition: the solitaire fr device (lot d060303) was received for analysis packaged in a shipping box, enclosed within a clear plastic pouch and its original inner packaging. ¿ visual inspection / damage details: the solitaire fr device was returned within its introducer sheath, with the finger markers properly aligned inside the sheath the introducer sheath showed no signs of damage. A kink was identified on the pusher ~40 cm from the distal end. The stent remained attached to the pusher. The marker coil, attachment zone, proximal marker, and glue domes were found to be in good condition. The stent teardrop struts were noted to be bent, including a bent strut on the non-working length. ¿ internal testing: the stent showed to be fully advanced and retrieved within the introducer sheath with no resistance encountered. ¿ conclusion: based on the device analysis and information provided, the reported complaint of ¿resistance during retrieval/resheathing¿ could not be confirmed. Functional testing showed that the stent could be fully advanced and retrieved within the introducer sheath without any resistance. Additionally, no abnormalities were observed on the introducer sheath that would contribute to the reported issue. The reported complaint of ¿kink/damaged¿ was confirmed. Kink damage was identified on the stent teardrop struts, with an additional kink observed on the pusher. Potential contributing factors for such damage may include the use of an incompatible catheter, catheter damage, or patient vessel tortuosity. However, as information regarding the catheter used and patient vessel tortuosity was not provided, contributing could not be further assessed. Based on the available information and device analysis, the reported issues of resistance during retrieval/resheathing and kink/damaged, could not be conclusively determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received correcting/clarifying that it was the solitaire with lot d054625 device which was missing/package found empty and the solitaire with lot d060303 which was damaged.